Event description:
The information received with return of the explanted device does not address the patient's clinical status but notes that one week post implant, a holter monitor observed no pacing. After removal, normal function was observed when tested in the field.